Event description:
The pt received two percutaneous leads with the same lot number. It was reported, the pt was no longer receiving stimulation coverage. An x-ray was performed, but did not reveal migration of the lead. The physician opted to replace both leads with one surgical lead. It was reported the pt was programmed postoperative and received effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.